Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed pretest for sticky speed trigger, ¿off¿ mode, oscillation/forward/reverse mode function, oscillation angle, switching function forward/reverse and power test bench. During service/repair, it was further observed that the device had corrosion and the motor froze/seized and would not run. It was determined that the issues were consistent with faulty parts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is faulty parts out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device had no power. During in-house engineering evaluation, it was observed that the device failed pretest for sticky speed trigger. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.